Event description:
Information was received from multiple sources (friend/family member, healthcare provider) regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity indications for use. It was reported that the patient heard a single tone alarm from the pump this morning around 9am on the bus. The patient representative (rep) stated that the alarm was not ongoing, 'it was like for a split second' and a was 'one single beep and that was it.' They had a printout from the last refill that shows the refill by date as 7/11/2025. The caller was redirected to the patient's healthcare provider to further address the issue. Additional information was provided from a healthcare provider (hcp) stated that the patient heard his pump alarming the other day and went to the emergency room (ER). The healthcare provider (hcp) stated no one was able to interrogate the pump so he was sent to their office the following day. The hcp stated that she interrogated the pump with logs and no active alarms or previous alarms present. She did an alarm test, and the patient stated that it did not sound like the pump alarms. Discussed other environmental sounds or alarms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.